Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the smart phone and transmitter on (B)(6) 2016. Patient's mother was advised to forget all bluetooth devices, close all applications, restart the phone and the launch the g5 application. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause could not be determined.